Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited a decrease in sensing. The lead was explanted and replaced. The patient's condition was stable before and after the event.